Event description:
The patient experienced a loss of therapeutic effect; the patient was unable to adjust the stimulation because she didn't have her patient programmer. The patient indicated that she really needed her patient programmer because she was in a lot of pain and gets seizures from the pain. It was later reported that the patient got no stimulation with her new patient programmer; she wasn't even able to get a message screen. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.